Event description:
During a routine shift check of the device by a clinician, the unit would not discharge energy when the appropriate buttons were depressed. The complainant indicated that there was no pt involvement in the reported malfunction.